Event description:
Customer reported receiving an inaccurate glucose reading from their freestyle meter. Customer reported experiencing symptoms of blurred vision, weakness and loss of consciousness. Customer reported calling paramedics then took customer to glens fall hospital where he was treated with glucose tablets and insulin shot. There is not report of diagnosis at the hospital.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.